Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices and to provide reprocessing training or in-service, if necessary. In addition, review of the instrument history showed that this device was last serviced on april 22, 2014. This report will be supplemented or updated if any additional and/or significant information is received at a later time.

Event description:
Olympus was informed that the device culture tested positive for e.coli and stenotrophomonas maltophilia. The user facility reported that the device was reprocessed twice in a non-olympus endoscope reprocessor (medivator edge). There was no patient infection reported.